Manufacturer narrative:
Device evaluated by manufacturer: the ultra system foot switch cable was received in fair condition with no physical damages/defects observed. The user interface display showed no system error on the startup sequence during testing. The foot switch was installed in a pm angiojet system and tried to activate the foot switch for prime cycle but the foot switch was not activating on any switch position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a supplier design constraint of the product. Bsc ID (B)(4): (B)(4).

Event description:
It was reported the foot pedal was intermittently working/delayed response. The physician was using an angiojet ultra system console in a procedure treating a gun shot wound to the patients leg which was full of clot. The foot pedal was working intermittently and had a delayed response. The procedure was completed with this foot pedal with no patient complications and the patient was good upon completion of the procedure.

Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4).

Event description:
It was reported the foot pedal was intermittently working/delayed response. The physician was using an angiojet ultra system console in a procedure treating a gun shot wound to the patients leg which was full of clot. The foot pedal was working intermittently and had a delayed response. The procedure was completed with this foot pedal with no patient complications and the patient was good upon completion of the procedure.